Manufacturer narrative:
An event of perivalvular leak and improper or incorrect procedure or method was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, a cause for the reported pvl could be due to procedural circumstances, however this cannot be conclusively determined. The reported improper or incorrect procedure was attributed to the user cutting the wire to remove it from the ds. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note the per the instruction for use (IFU), ¿post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage.¿ since the IFU deviation was performed to prevent an adverse patient effect and there is no indication that the deviation caused any patient harm, a letter will not be sent. Codes removed: health effect-clinical code: 4582. Medical device problem code: 2993.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 24mm, non-abbott balloon. During the procedure, the valve was able to be implanted successfully at a depth of 3mm on the non-coronary cusp (ncc). A moderate paravalvular (pvl) leak was noted so at the end of procedure a post-implant balloon aortic valvuloplasty (post-bav) was performed using a 24mm, non-abbott balloon. An extra small, non-abbott guidewire became stuck inside the delivery system (ds). No bend was observed in the tip of the wire. Re-attempt resulted in unsuccessful, so they cut the wire to remove it from the ds. The procedure was continued using a different non-abbott guidewire. The patient remained stable throughout the procedure, and there was no clinically significant delay reported. The patient was discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, the valve was able to be implanted successfully. An unspecified leak was noted so at the end of procedure a post-implant balloon aortic valvuloplasty (post-bav) was performed. An extra small, non-abbott guidewire became stuck inside the delivery system (ds). No bend was observed in the tip of the wire. Re-attempt resulted in unsuccessful so they cut the wire to remove if from the ds. The procedure was continued using a different non-abbott guidewire. The patient remained stable throughout the procedure, and there was no clinically significant delay reported. The patient was discharged.